Manufacturer narrative:
(B)(4). The device was evaluated and the reported failure was confirmed. Inspection of the field returned nimh battery indicated that the battery enclosure had sustained minor thermal damage in the vicinity of one of the retaining clips. The melting was limited to the area in the immediate vicinity of this clip; no additional melting of the battery enclosure was observed in other regions of the battery enclosure. The observed damage to the enclosure was limited to the melting of the plastic; no signs of charring of the plastic were observed to the battery enclosure. The cause of the thermal damage to the enclosure was due to the venting and resultant elevated temperature of one of the six cells in the nimh battery.

Manufacturer narrative:
(B)(4). Investigation not yet complete. Unit and battery shipped to an external lab.

Event description:
Caller states that during annual equipment inspections she found that battery compartment melted due to battery getting hot inside battery compartment. She states no patient harm.